Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed that the photometer was overdue for replacement. Additionally, the fse inspected the cuvettes and found cuvette overflow, observed that the wash station was leaking and indicated two defective air release valves of cuvette wash station. The fse identified the probable cause as defective air release valves. The fse replaced the valves to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low total bilirubin (tbil) and erratic g-glutamyl transferase (ggt) with an asterisk flag patient results on the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for one patient.